Manufacturer narrative:
No information regarding sample type and collection tube was available. The curves for the alleged sample could not be analyzed, as data was not provided. An investigation was performed on the reagent kit lot and no product problem was identified. (B)(4).

Manufacturer narrative:
Investigation is ongoing. Additional information about the allegation and sample ID/results has been requested but not provided. A follow up report will be filed with the outcome of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged the generation of discrepant results for one patient sample when using the cobas liat sars-cov-2/flu test on the cobas liat system. A patient sample generated a positive sars-cov-2 and flu b result on the cobas liat test. Re-test on the liat system and an additional platform yielded negative results for sars-cov-2 and flu b. No information on the additional testing platform was provided. The initial positive result was reported to the physician and to the california public health department. After confirmatory testing was performed on the liat and on the additional platform, the customer called both the physician and the california public health department to report that the initial result was false positive. Customer was not aware of any adverse events.